Event description:
It was reported that insulin pump has cracks around the display window. Customer's blood glucose reading was 106 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.